Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited bipolar pacing impedance measurements greater than 2500 ohms and no capture on the left ventricular (lv) channel. The lead was reprogrammed to unipolar mode. No adverse patient effects were reported.